Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input and customer's blood glucose (bg) lowered to 44 mg/dl. Review of the pump data logs by tandem technical support verified bolus was requested manually. The customer went to the emergency room (ER) and was treated by consuming juice. The customer left the ER with a bg level of 84 mg/dl.